Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Bg level was addressed with a correction bolus via the pump.